Manufacturer narrative:
Ms dorrington's initial report stated, "severe haemopneumothorax developed following insertion of the tru-close thoracic vent for pneumothorax. Possible blood vessel injury on insertion, a recognized risk associated with insertion of chest drains. There was a delay in recognizing the severity of the haemopneumothorax, related to unfamiliarity with the product." Uresil's instructions for use (provided with each device) state: "the physician should be aware of complications associated with the treatment of pneumothorax including re-expansion and laceration of intercostal vessels" "not for hemothorax or other liquid drainage".

Event description:
Pt presented to ed with shortness of breath and pleuretic chest pain. A thoracic vent was inserted for a spontaneous pneumothorax. An x-ray was attended post insertion which identified a haemopneumothorax. The pt was observed during the night. He became tachycardic and short of breath the following morning, blood was also noted in the thoracic vent chamber. An x-ray was attended which determined he had developed large haemopneumothorax. A chest drain was inserted with 1500ml of blood draining within 40 minutes. He had 2 other chest drains inserted to relieve the pneumothorax and multiple units of blood product. The blood loss continued until the pt was transferred to a tertiary facility for thorascopic exploration. Total blood loss was approximately 3500 mls. The source of the bleeding was not identified but had stopped. The pt fully recovered.